Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer was aware the device has reached has end of life. Customer was provided pricing for replacement. No further conclusions can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Information has been added to the database and complaint trends will continue to be monitored.

Event description:
Covidien received a report that the unit does not have any audio. The issue was noticed during setup before use on patient. There was no patient involvement.